Event description:
Complainant alleged that the medics were attempting to treat a pt (age unknown) who was in a cardiac arrest condition, using multi-function electrodes with the device, but the device displayed a "poor pad contact" message. The pt subsequently expired.